Manufacturer narrative:
Product analysis 97800: analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis determined that the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep called from the operating room (or) to report they were having trouble with impedances. Before calling, the rep stated the lead was removed and cleaned, the bovi pad was relocated, and testing was attempted both in and out of the pocket. The rep stated they were able to get all impedances within normal limits at one point, but repeated testing showed failure at all 4 electrodes. The rep stated when they drilled down into reading for each electrode, they determined electrode zero to be the only one with impedance of 4k ohms. The rep confirmed getting positive motor response. When asked if the lead was given a gentle tug after set screw was torqued down, the rep stated the lead pulled right out. Visibility in the header block was confirmed. It was reviewed with the rep to ensure the set screw was torqued straight down and not at an angle. This was attempted again, but still no success. It was suggested to try a new set screw and torque wrench. The rep stated they did not have any revision kits available so they would have to open a new battery kit. At that time, the rep muted the call to have on standby while they attempted the new set screw and torque wrench. While waiting, the call dropped. An attempt was made to contact the rep, but there was no answer; a voicemail was left requesting an update. In a follow-up email, the rep stated the set screw on the battery that did not work was not sitting flush and eventually became stripped. The only solution they had was to open up a new battery and it worked and passed impedance immediately. [Refer to pe 707192952 for details about this same situation happening with a different surgeon.].